Event description:
Literature: gervais-bernard h, xie-brustolin j, mertens p, et al. Bilateral subthalamic nucleus stimulation in advanced parkinson's disease: five year follow-up. J neurol. 2009; 256(2): 225-233. Summary: this study assessed the long-term efficacy and safety of bilateral subthalamic nucleus (stn) stimulation in patients with advanced parkinson's disease (pd). A total of 42 consecutive patients with idiopathic pd treated with bilateral stn stimulation were enrolled from november 1998 to june 2002. It was reported that one patient died due to pneumonia unrelated to surgery within the first year after the surgery. For this patient, the authors could not obviously exclude a direct link with pd as these advanced patients have dysphagia.

Manufacturer narrative:
See scanned pages.